Event description:
It was reported that there was a lead warning for the left ventricular (lv) lead having high impedance on two vectors; lv tip to right ventricular (rv) coil and lv tip to lv ring. It was also noted there was high thresholds on the same two vectors. The patient was asymptomatic and unaware of any issues with the lead. A chest x-ray was taken and a lead fracture was suspected since the lead position looked unchanged. The lv lead vector was reprogrammed to maintain bi-ventricular pacing until the lv lead was explanted and replaced. It was noted that the patient is part of the model 20066 lv lead study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed and no anomalies were found. It was noted that the distal conductor was fractured from being pulled/stretched/overstressed, the proximal conductor was fractured from being melted, and the lead had apparent explant damage.